Manufacturer narrative:
Updated with additional information. Evaluation results: one cadd-solis vip was returned for investigation in used condition. A review of the event history log (ehl) confirmed the customer reported product problem: a downstream occlusion alarm. The ehl also revealed that the alarm was silenced by the customer. The pump also failed a pressure test. Further investigation of the pump determined that a faulty downstream occlusion sensor caused the product problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned faulty downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical pump presented with a downstream occlusion. There was no reported adverse events. Additional information was received from the customer indicating that was no patient involvement in relation to the reported product problem.

Event description:
Information was received indicating that a smiths medical pump presented with a downstream occlusion. There was no reported adverse events.